Event description:
It was reported via social media, that the customer had blood glucose levels over 600mg/dl. The customer also reported that their insulin pump reset itself. Unable to troubleshoot. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.